Event description:
This letter is to inform you that ge healthcare (gehc) received a complaint from hospital (B)(6), france reporting that a patient death occurred on (B)(6) 2023. The customer alleged that alarms were not provided at the ascom secondary alarm notification system. The customer did not make any allegations against the gehc patient monitor. Gehc investigated the event by collecting and reviewing the log files from the patient monitor and determined that the monitor alarmed appropriately for the event. Gehc's investigation concluded that there was no indication of a gehc device malfunction and that the gehc monitor did not cause or contribute to the patient's demise. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).